Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The nurse now changed to a non adhesive product as the pt is not able to tolerate them. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted.

Event description:
The following complaint was reported: when adhesive aquacel foam dressing was removed; nurse noticed the pt had a mild redness reaction underneath the adhesive boarder. This pt has been allergic to the adhesive dressing (not specified) previously and since this event.